Event description:
I had the essure procedure done in (B)(6) 2008. Since the procedure, I have had several health issues which I believe to be directly related to the essure coils. Immediately following the procedure, I had horrible cramping and pain which started in my pelvic area and has now taken over my entire body. I had very heavy bleeding which my doctor treated with another procedure (h.t.a.) I have developed a horrible rash that will not go away and is getting worse day by day. I have been given several medications by the dermatologist none of them work. I was never tested for a nickel allergy prior to having the essure put in. On my 3 month check post procedure, the doctor showed me the ultrasound and could clearly see that one of the coils had migrated and was not where it should be. I have had an increase in migraine headaches and muscle pain and weakness. I have also developed severe depression and anxiety since having the essure procedure. There have been weeks that I was unable to get out of bed to take care of my family because the pelvic pain was so bad. I have also had very bad swelling throughout my body and often get a burning pain in my lower back and legs.

Event description:
Additional info received from the reporter on 03/02/2015: I was implanted with the essure device four months after the birth of my 3rd child. The procedure was performed in the hospital, under general anesthesia. Immediately following the procedure I began having severe cramping and lower back pain. I was told this was normal. As weeks went by the pain radiated throughout my entire body. I began having daily headaches and muscle pain and weakness. My periods were heavier and I was experiencing clotting and severe cramping on a regular basis. I developed a skin rash that would not go away. I was seen many times by a dermatologist but they could not determine the cause of the rash. I began having problems with cysts on my ovaries and had been to the emergency room several times due to the extreme amount of pain I was in. At the three month mark I had a hsg test done and it was determined that one fallopian tube was not completely closed. The test showed that one coil was slightly vertical in the tube. My husband decided he would get a vasectomy because the essure procedure had filed to completely block both tubes. Over a period of five years I made several trips to the doctor due to the constant pain I was in. I lost my job and was unable to work due to the constant pain and horrific bleeding during my menstrual cycle. I developed severe depression and anxiety and would rarely leave my home. My quality of like and my health was quickly fading. After suffering several side effects including, severe abdominal pain, muscle/joint pain and weakness, skin rashes, severe abdominal bloating, severe weight gain, heavy bleeding and cramping, swelling and numbness in my hands, feet, arms and legs, memory fog, headaches and migraines, thinning hair, severe acne just to name a few, I had a hysterectomy where my doctor removed my uterus, both fallopian tubes (including the essure coils) and both ovaries. My surgery notes indicated that the essure coils had caused so much scar tissue and adhesions that my doctor had to detach my ovaries from my bowels because they had been fused together by all the scar tissue. It was noted at the time of implanting essure that my uterus and ovaries were healthy and "looked good" but at the time of my hysterectomy the surgeon reported my uterus to be "fraible" and noted that it crumbled in his hands and the essure coil erupted from it. I believe that the essure device has greatly diminished my health over the five and a half years it was in my body. #medwatcher #(B)(4).